Manufacturer narrative:
One used sample was returned and examined. Visulation examination of the sample found no obvious damage to the tube cuff. Upon pressurization of the cuff (using air), the device was found to have a small tear in the tube cuff. Manufacturing performs 100% inflation test of the cuffs and had the tear been there at that time it would have been detected, and the device would have been scrapped at that time. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. As the cuff was checked for proper inflation just prior to use with patient, the damage likely occurred during use with patient.

Event description:
User facility reported that the tracheal tube cuff was noticed to leak after insertion into patient airway. The tube was removed and the cuff was inspected; a cut in the cuff material was clearly visible. There were no adverse effects to patient. The cuff's patency was tested prior to use with patient.